Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's parent reported that their son kept getting insulin flow block alarm, but it was not actually blocked. They changed the set but continued getting the alert. Therefore, the patient ended up in the hospital and at the hospital they said that the pump was defective. No further information available.